Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On 01/02/2024, the patient felt dizzy and was sweating. The cgm was displaying "low" and the bg meter reading was 150 mg/dl. Due to the inaccuracy, the patient¿s mother brought him to the emergency room (ER). At some point, it was reported the patient was treated with IV glucose (bg/cgm values at this time were not reported). The patient was still in the hospital at the time of report. No information was provided about when the patient was discharged home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.